Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 46 mg/dl at the time of incident. The customer's blood glucose was 124 mg/dl at the time of call. The customer treated her low blood glucose with food. The insulin pump will not be returned for analysis.